Event description:
There was an allegation of a questionable hbv result with the cobas® mpx - 480t for a donor sample tested on the cobas 8800. The 6-sample pool was reactive for hbv. The subsequent individual donor testing (idt) was non-reactive. The same sample was repeated on the cobas 6800 and the result was reactive for hbv. The serology result was reactive for hbv.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). A comprehensive review was performed of the pcr amplification curves, algorithm settings, and overall system performance of the cobas® 5800 and cobas® 6800 instruments (sn (B)(6) and sn (B)(6)), as well as the associated cobas® mpx reagent lot n02151. Based on this evaluation, these factors were excluded as potential root causes of the questioned hbv result. The review of the pcr signals of the hbv detection channel verified accurate result calling. There is no indication of a miscalling based on the generated pcr signals of the hbv detection channel. The data analysis revealed no anomalies in the algorithm that could lead to erroneous results. The investigation determined that it is likely a true positive low-level hbv dna signal due to an actual infection in the donor; likely a case of occult hbv infection (obi). A product problem was not identified.